Manufacturer narrative:
The customer replaced the touchscreen, and the issue was resolved.

Event description:
The customer reported the touchscreen is not responding. The customer was unable to calibrate the touchscreen. When touching the 'x' o the top left side of the screen, it did not respond. There was no patient involvement. The remote service engineer (rse) advised the customer to replace the touchscreen.